Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm occurring in (B)(6) 2024 was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the event. Questions regarding the event were asked multiple times and no responses were received, and available information indicates that the controller was exchanged to resolve the issue. The root cause of the reported event was unable to be determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller and emergency backup battery (ebb) were exchanged in july due to an ebb fault alarm.